Manufacturer narrative:
The sureform 60 blue reload involved in this event was received for failure analysis investigations. Failure analysis confirmed the reported event. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure. An additional observation not reported by the customer was that the knife of the reload was also found with an indentation to the blade edge. A blade exposed icon and message will appear if the firing sequence is interrupted. The probable cause of the exposed component can typically be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Failure analysis investigations of the received sureform 60 stapler instrument (first stapler used this procedure) confirmed but did not replicate the customer reported event. The instrument was found to have a firing failure, "tissue too thick", based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument used during this event was received for evaluation; the reported event could not be replicated or confirmed. Visual inspection found no damage at the instrument wrist assembly. During testing of the instrument, no issues were found. This instrument was used to perform test reload fires; no issues were observed. No damage or lodged components were observed within the I-beam assembly or stapler jaws. The investigation is unable to confirm or replicate the reported event.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Logs show part number 480460-09, lot number l15230330-0642 was used first. It was installed on the system three times and fired three reloads (two green, followed by one blue). The first two firings were completed with no pauses for compression and one pause for compression respectively. On the third install, the firing was incomplete, stopping at about 88% completion after a duration of about 59 seconds. Max torque recorded during the firing was 636 newtons. The stapler was unclamped and not used again in the procedure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a blue reload with buttress material while creating the sleeve and caused a hole in the stomach. During the fire, the fire paused several times for compression, then finally, messages were receiving stating the target tissue was too thick and the reload blade may be exposed. The surgeon removed the stapler and reload and inspected the staple line. They saw a hole at the end of the staple line which they then sutured. The csr clarified that there were missing staples at the distal, left side of this staple line, which was the sleeve side, not the specimen. Later, the surgeon was firing their fourth or fifth fire with a blue reload and a different stapler instrument. The surgeon did not use buttress material this time, and a tissue push occurred. The surgeon pressed the emergency stop button, then unclamped the stapler and removed it. A hole in this staple line was observed. The surgeon installed a third stapler, grabbed the hole caused by the tissue push with an unspecified grasper instrument, then fired two green reloads to continue the sleeve and resolve the tissue push. The surgeon returned to the hole caused by the tissue push and sutured it and part of the first stapler misfire with v-lock sutures. The surgeon performed two leak tests (endoscope and air test) on the stomach with negative results.